Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining one (1) erroneously suppressed phosphorus module (phosm) patient result that was generated by the unicel dxc 800 pro synchron chemistry analyzer. The customer indicated that the instrument suppressed the result due to "reaction noise". The customer then diluted the sample with blood bank saline which may contain phosphate buffer and falsely elevate the sample. The diluted sample was a suppressed result due to an out of instrument range - high (oir hi) flag and the customer reported the result as >24 mg/dl. The customer did not rerun the sample. There was no adverse effect to the patient or change to treatment or diagnosis. The patient's physician did not question the result.

Manufacturer narrative:
The customer stated that their controls were within established ranges. The customer stated that on (B)(6) 2012, the phosm lamp burnt out, which was then replaced. Since then no further problems occurred. The failure mode is unidentified. It is unknown if the result is incorrect, the customer did not rerun the patient sample. The root cause is unknown to date.